Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and the speaker diaphragm was found to be contaminated. Therefore the complaint of no audio output was confirmed. The root cause was determined to be an assembly error.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced low audio output. Dexcom has issued an rga for patient to return device to be investigated.